Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false repeat reactive architect hiv ag/ab combo results on a male patient. The results provided were: on (B)(6) 2026 sid (B)(6) initial=2.38 s/co (> or = 1.00 s/co=reactive) /repeated=2.32 s/co; on alinity (B)(6) =0.52, 0.49 and 0.53 s/co repeated on (B)(6) 2026 on (B)(6) = 10.17, 10.42, 10.30 and 10.57 s/co /repeated on alinity (B)(6) =0.44, 0.45, 0.42 s/co. There was no reported impact to patient management.

Manufacturer narrative:
Abbott service inspected the alinity I processing module (B)(6) and performed troubleshooting. The module function was verified with a control run. The service history for the alinity I processing module (B)(6), returned no additional complaint tickets for false positive hiv patient results. A review of tracking and trending data found no trend for the alinity I processing module. A review of the corrective and preventive actions system found no systemic issues, or nonconformances applicable to this complaint. A review of the alinity ci series operations manual concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I processing module.

Event description:
The customer observed false repeat reactive architect hiv ag/ab combo results on a male patient. The results provided were: on (B)(6) 2026 sid (B)(6) initial=2.38 s/co (> or = 1.00 s/co=reactive) /repeated=2.32 s/co; on alinity (B)(6) = 0.52, 0.49 and 0.53 s/co. Repeated on (B)(6) 2026 on (B)(6) = 10.17, 10.42, 10.30 and 10.57 s/co /repeated on alinity (B)(6) = 0.44, 0.45, 0.42 s/co. There was no reported impact to patient management.